Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Boston scientific technical services (ts) reviewed the episode noting the shock was the result of oversensed non-physiologic noise with baseline drift while in the primary sensing vector. Ts discussed programming recommendations; the device was reprogrammed to secondary sensing vector. It was also noted that shock impedances had increased since implant though values remained within normal limits. This system remains in service. No adverse patient effects were reported.